Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having cancer while using the device. The patient had surgery and started bcg treatments which is still undergoing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having cancer while using the device. The patient had surgery and started bcg treatments which is still undergoing . The reported event and its severity were reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes that no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on april 18, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having cancer while using the device. The patient had surgery and started bcg treatments which is still undergoing . Additional information was received about the alleged respiratory track irritation, dizziness or headache and asthma (new or worsening). Section h6 health effects: clinical codes has been updated in this report.